Event description:
It was reported through retrospective clinical study that the patient underwent a surgical procedure in order to solve right knee stiffness.

Event description:
Patient underwent manipulation under anesthesia.

Manufacturer narrative:
(B)(4).